Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inter alia, thrombosis of the inferior vena cava (ivc). The patient underwent a removal attempt approximately 34 days post implantation, the sheath would not advance, and the filter could not be removed. Patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the inferior vena cava do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without implant or retrieval images available for review the reported events could not be confirmed or further clarified. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. There are, however, clinical factors that may have influenced these events and include patient, pharmacological and lesion characteristics. A device malfunction has not been reported at this time. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, thrombosis of the inferior vena cava (ivc). The patient underwent a removal attempt approximately 34 days post implantation, the sheath would not advance, and the filter could not be removed. Patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to thrombosis of the inferior vena cava (ivc). The patient underwent a removal attempt approximately 34 days post implantation, the sheath would not advance, and the filter could not be removed. Patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information was received per the patient¿s medical records:the filter was implanted prior to a scheduled back surgery. Patient has a history of pulmonary embolism, hypertension, hyperlipidemia, acid reflux, total knee replacement, ovarian cystectomy, lumbar spondylosis, partial hysterectomy, tobacco use, and nephrolithiasis. Filter was unable to be retrieved unable to snare device. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 1 month post implantation. The patient reports filter embedded in wall of the ivc, and device unable to be retrieved. The patient underwent an attempted but unsuccessful percutaneous removal procedure approximately 1 month post implantation. The patient also reports suffering from anxiety.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inter alia, thrombosis of the inferior vena cava (ivc). The patient underwent a removal attempt approximately 34 days post implantation, the sheath would not advance, and the filter could not be removed. Patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information was received per the patient¿s medical records: the patient had a medical history of acid reflux, chronic back pain, pulmonary embolism, hypertension, hyperlipidemia, left eswl, bladder suspension, breast biopsy and related procedures, cervical surgery, colonoscopy, hysterectomy, ovarian cystectomy, total prosthetic replacement of knee joint using cement, smoker. The filter was implanted due to claudication, pre-op, pulmonary embolism and prophylactic dvt. According to the information received in the patient profile form (ppf), the patient reports the filter embedded in wall of the ivc and device is unable to be retrieved despite ability to snare the device. The patient also reports suffering from discomfort and anxiety during the procedure and the removal attempt. Following the attempted removal, the patient developed a painful tenderness to the side. She underwent venous ultra-sound which revealed no issues or complications in her site, however, she did have right femoral thrombus noted.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused thrombosis of the inferior vena cava (ivc) and was unable to be retrieved. The patient had a medical history of acid reflux, chronic back pain, pulmonary embolism, hypertension, hyperlipidemia, left extracorporeal shockwave lithotripsy, bladder suspension, breast biopsy and related procedures, cervical surgery, colonoscopy, hysterectomy, ovarian cystectomy, total prosthetic replacement of knee joint using cement, and tobacco use. The indication for the filter was a history of pulmonary embolism and prophylactically prior to l5-s1 surgery for lumbar spondylosis. The filter was placed via the left common femoral vein with no reported complications. Approximately one-month post implant the patient underwent an unsuccessful percutaneous retrieval attempt due to the device being embedded, the sheath would not advance, and the filter could not be removed. The patient has also reported anxiety during the initial implant, the removal attempt and significant anxiety with ongoing concerns regarding the retention of the filter. The patient also reported experiencing a painful tender right femoral thrombus that developed following the removal attempt. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the inferior vena cava do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Clinical factors that may have influenced the event include patient, procedural,pharmacological and lesion characteristics. Without implant or retrieval images available for review the reported events could not be confirmed or further clarified. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. There are, however, clinical factors that may have influenced these events that include patient, pharmacological and lesion characteristics. A device malfunction has not been reported at this time. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.